Event description:
It was reported that event occurred in the ICU and the insertion site was the right ij of a female patient. During insertion the swg kinked when threading into the vessel. As a result, all components were removed and a new kit was opened. See mdrs: 1036844-2013-00372 and 1036844-2013-00373 for the second and third attempts. A fourth kit was opened and used to complete the procedure. It is unk if there was a delay in treatment. No complications or death occurred to the patient.

Manufacturer narrative:
(B)(4).